Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor . It was reported that patient was checking their ins when they saw a power on reset (por) message. Patient reported that they had an x-ray the day prior to the report. Patient was redirected to the health care professional (hcp) , but patient did not have a current doctor. A local manufacturer's representative (rep) was contacted for additional hcp listings. No patient symptoms were reported. The rep was going to call the patient and set up an appointment to help clear the por message. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's ins stopped working. They were told in (B)(6) 2017 that it wasn't working and they didn't know if this was because of normal battery depletion. The ins was replaced.